Manufacturer narrative:
Additional information was provided in d.10., e.1., h.3., h.6. And h.10. Evaluation summary: the lens was returned in lens case, which is different from the reported complaint serial number. Solution is dried on the lens. Both haptics are bent in the gusset and distal area. The optic is cut into pieces, typical of insertion and removal. Power and resolution testing could not be conducted due to the extensive optic damage. It is unknown if qualified products were used. The product investigation could not identify a root cause for the reported complaint. Power and resolution testing could not be conducted due to the extensive optic damage. The power and resolution of each lens is 100% evaluated during the manufacturing process to determine acceptability per model and diopter. Replacement lens information was not provided. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implantation procedure, the patient experienced dysphotopsia. The iol was exchanged approximately 5 months after the initial implantation procedure. Additional information has been requested.